Event description:
On (B)(6) 2016 the physician provided the patient's most recent settings; he did not provide diagnostic results. The physician indicated that he is unsure of the relationship of the increase in seizures to vns or if any interventions were planned or if any causal/contributory programming changes, medication changes, or other external factors preceded the increase in seizures. He stated that the increase in seizures was above pre-vns baseline levels.

Manufacturer narrative:
.

Event description:
On (B)(6) 2016 it was reported that the patient was scheduled for a battery replacement due to suspected low battery. It was reported that the generator had not been interrogated for some time thought so they are not sure if it is indeed at low battery. They think the battery is low because the patient's seizure control has been worse and the patient has had an increase in seizures. This first began on (B)(6) 2016. It was later reported that the patient did not undergo a battery replacement. Additional information was requested from the physician but no further information has been received to date.